Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the j2 tab inside of the front therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.